Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 64 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 24 mm to 27 mm in diameter along a 15 mm length. The bifurcate was implanted approximately 1 cm distal to the renal arteries. It was reported that, during the index procedure a proximal type I endoleak was observed. The physician elected to implant an endurant ii aortic cuff and ballooned the area using a reliant balloon in order to treat the proximal type I endoleak. An angiogram revealed that the proximal type I endoleak was resolved and the procedure was completed. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of a conical aortic neck. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows. The stent graft was implanted lower than intended at the initial procedure due to the patient's anatomy of a conical aortic neck.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.